Manufacturer narrative:
PMA / 510(k) #: there are two 510(k) for this device. The second is k901449. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for 72033 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection "tubes glucose-367921-hemolysis."